Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident and the current blood glucose of the patient is 242 mg/dl. The customer report that symptoms related to the high blood glucose was nausea and mental capacity is diminished. Customer treated with insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer allege pump is over delivery. The customer state that auto mode feature was not active. The product will not be returned for analysis.